Manufacturer narrative:
One photo was received for quality evaluation. The photo shows that a luer cracked into a maxzero connector. The customer complaint of component damage was confirmed. A root cause analysis could not be conducted because a physical sample was not provided. A device history record review for model mz5309 lot number 25099006 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set was cracked. The following information was provided by the initial reporter: maxzero cracked with vacutainer connection additional information received from the customer: when was this defect observed? During or before use? On (B)(6) 2025, at 1345 in (B)(6) adult ed. While starting an IV on a patient. 10ml syringe was attached to the distal end of the extension set before attaching the proximal end to the angiocath needle hub. When blood return entered the extension tubing set, the connection tubing popped off and fell into the bed. The hub remained connected to the angiocath allowing free flow of blood. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse event for either. Was there any leak? Yes. Blood was able to free-flow from the angiocath through the luerlock collar when the tubing popped off. Can you please provide the material and lot number associated with reported issue? Bd maxzero ref: mz5309 lot#: 25099006.